Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed through remote home monitoring. Episodes show small r-waves and oversensing. Smart pass feature was enabled in untreated episode 001, but was off in untreated episode 008. There is no episode 005 visible, therefore likely when smart pass was turned off. Boston scientific technical services (ts) discussed the need to test sensing in the clinic and re-enable smart pass. The vector is currently in primary, which uses the sense b electrode and the device for sensing. It is possible the sense b is sliding into the suture sleeve and reducing sensing. This most commonly shows up with leaning forward postures. It is also possible that the change comes from the device electrode. Pocket manipulation, side lying and rolling can also be tested to try and reproduce the issue. No adverse patient effects were reported. The device and electrode remain in service. Additional information was received that the device was re-optimized on (B)(6) 2017. At that time, the device selected secondary. The patient received another inappropriate shock in secondary. The physician reprogrammed back to primary again and had other non-sustained episodes due to noise. Alternate vector was too small and not an option for programming. The physician is planning to implant a transvenous implantable cardioverter defibrillator (ICD) system in the next few weeks. No adverse patient effects were reported. Subsequently, the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and hipot tests were completed to assess lead electrical performance and high voltage insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body and tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.